Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
Product was returned for investigation. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed.

Manufacturer narrative:
B5: product returned for investigation: external visual inspection: pass. Transmitter voltage test: fail (0 vdc); d9: device available for evaluation: returned to manufacturer; g6: follow up 001; h2: device evaluation; h3: device evaluated by manufacturer: evaluation summary attached; h6:,10, evaluation of actual/suspected device.